Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the solution had come out of the single use injector's sheath and not the needle. The reported issue occurred during an unspecified diagnostic procedure, which was completed using another device. There were no reports of patient harm.